Event description:
Customer's health care professional called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Troubleshooting was done by changing the sets and cannula lengths. No significant events leading to the alarm were observed. However, customer insisted that the pump be replaced. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.